Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 331mg/dl. Pt was worried because pt's doctor had told pt to be concerned with readings above 225mg/dl, so pt went to the ER. The ER tested pt's blood glucose on their device, and the result was 288mg/dl. A comparison test was run on the suspect device in the ER, and the result was 319mg/dl. The ER gave pt's insulin, which, is not part of pt's normal meds and sent pt home.